Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury nonsurgical treatments: on (B)(6) 2012 the patient commenced incontinence medication: vesicare; solitare for the treatment of: incontinence. Treatment duration: 9. On (B)(6) 2012 the patient commenced psychological medication: arapax for the treatment of: depression. Treatment duration: 9. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor. The patient was treated with other (please specify) for the treatment of: can't hold bladder at all urgency. Goes through 4-5 a day.